Event description:
Treating neurologist is no longer able to communicate with the pt's device. It was reported that at first office visit approx two weeks post-implant, the pt's device was successfully interrogated and programmed. At next office visit approx three weeks later, treating neurologist was unable to communicate with the pt's device. Treating neurologist indicated that the area around the generator was palpated and that it was beleived that there may be air under the tissue. X-rays reviewed by neurologist were negative for pneumothorax. The pt was referred to implanting surgeon for further evaluation.